Event description:
It was reported to philips that host pc memory 1 problem occurred during runtime. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that host pc memory 1 problem occurred during runtime. Review of the system log file showed that there was an issue with pc. Rse suggested the repair action and released an onsite work order for further diagnosis and also ordered the required parts pro-actively. Field service engineer (fse) visited onsite and confirmed the reported problem. To resolve the issue fse replaced the host pc, restored software, recreated image storage frontal as suggested by rse. The system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.